Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. A mfg review was conducted. The lot met all release lot number gfxi0974, for this issue. The device was returned. The investigation is unconfirmed as the device performed properly under laboratory conditions. The definitive root cause could not be determined based upon the available info. It is unk if procedural issues contributed to the reported event.

Event description:
It was reported that the guidewire became stuck in the process of advancing within the catheter. The surgeon removed the guidewire and the catheter, and cancelled the procedure. There was no reported pt injury.